Event description:
Home pt (hp) reports the pt line of his homechoice set became loose, leaking fluid onto his bed. Hp was assisted in ending treatment early by baxter technical service center. No pt injury or medical intervention required per rn.